Event description:
It was reported that the patient experienced a cerebrovascular accident 1 day after stent implantation in the heavily calcified left internal carotid artery. Computed tomography (CT) scan showed left parietal hemorrhage with possible underlying infarction. The patient then developed increased right sided weakness and expressive aphasia. No treatment was provided, and the patient was discharged to a rehabilitation facility 6 days after the procedure. It should be noted that the patient had pre-existing atrial fibrillation, and her coumadin therapy was discontinued prior to the procedure and resumed after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of stroke and hemorrhage are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.